Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("organ perforation") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain / increasingly severe pain / persistent pain"), pelvic discomfort ("discomfort"), menorrhagia ("irregular and heavy menstrual bleeding"), back pain ("back pain"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), dyspareunia ("pain during intercourse"), abnormal weight gain ("excessive weight gain/weight gain"), abdominal distension ("abdominal bloating"), fatigue ("chronic fatigue"), cystitis ("frequent infections"), hypersensitivity ("allergic reactions"), bacterial vaginosis ("bacterial vaginosis"), arthralgia ("joint pain"), palpitations ("heart palpitation") and menstruation irregular ("irregular and heavy menstrual periods"). Essure treatment was not changed. At the time of the report, the perforation and hypersensitivity outcome was unknown and the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, alopecia, dyspareunia, abnormal weight gain, abdominal distension, fatigue, cystitis, bacterial vaginosis, arthralgia, palpitations and menstruation irregular had not resolved. The reporter provided no causality assessment for hypersensitivity and perforation with essure. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, arthralgia, back pain, bacterial vaginosis, cystitis, dyspareunia, fatigue, menorrhagia, menstruation irregular, palpitations, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: patient subsequently sought treatment for her symptoms but was unable to resolve her symptoms. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed. Most recent follow-up information incorporated above includes: on (B)(6) 2018: summons received. Reporter information updated. New events: "bacterial vaginosis,, joint pain, irregular menstrual bleeding, heart palpitation" added. Event frequent infections updated to bladder infections. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('organ perforation, essure spring was noted to be protruding, small piece of spring noted to be coming through the cornua') and device breakage ('the entire spring was removed in 2 pieces') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain / increasingly severe pain / persistent pain"), pelvic discomfort ("discomfort"), the first episode of menometrorrhagia ("irregular and heavy menstrual bleeding"), back pain ("back pain"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), dyspareunia ("pain during intercourse"), abnormal weight gain ("excessive weight gain/weight gain"), abdominal distension ("abdominal bloating"), fatigue ("chronic fatigue"), cystitis ("frequent infections"), hypersensitivity ("allergic reactions"), bacterial vaginosis ("bacterial vaginosis"), arthralgia ("joint pain"), palpitations ("heart palpitation") and the second episode of menometrorrhagia ("irregular and heavy menstrual periods"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and bilateral essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the perforation, device breakage and hypersensitivity outcome was unknown and the pelvic pain, pelvic discomfort, back pain, abdominal pain, alopecia, dyspareunia, abnormal weight gain, abdominal distension, fatigue, cystitis, bacterial vaginosis, arthralgia, palpitations and the last episode of menometrorrhagia had not resolved. The reporter provided no causality assessment for hypersensitivity with essure. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, arthralgia, back pain, bacterial vaginosis, cystitis, device breakage, dyspareunia, fatigue, palpitations, pelvic discomfort, pelvic pain, perforation, the first episode of menometrorrhagia and the second episode of menometrorrhagia to be related to essure. The reporter commented: patient subsequently sought treatment for her symptoms but was unable to resolve her symptoms. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('organ perforation, essure spring was noted to be protruding, small piece of spring noted to be coming through the cornua') and device breakage ('the entire spring was removed in 2 pieces') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain / increasingly severe pain / persistent pain"), pelvic discomfort ("discomfort"), the first episode of menometrorrhagia ("irregular and heavy menstrual bleeding"), back pain ("back pain"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), dyspareunia ("pain during intercourse"), abnormal weight gain ("excessive weight gain/weight gain"), abdominal distension ("abdominal bloating"), fatigue ("chronic fatigue"), cystitis ("frequent infections"), hypersensitivity ("allergic reactions"), bacterial vaginosis ("bacterial vaginosis"), arthralgia ("joint pain"), palpitations ("heart palpitation") and the second episode of menometrorrhagia ("irregular and heavy menstrual periods"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and bilateral essure removal). Essure was removed on 20-mar-2019. At the time of the report, the perforation, device breakage and hypersensitivity outcome was unknown and the pelvic pain, pelvic discomfort, back pain, abdominal pain, alopecia, dyspareunia, abnormal weight gain, abdominal distension, fatigue, cystitis, bacterial vaginosis, arthralgia, palpitations and the last episode of menometrorrhagia had not resolved. The reporter provided no causality assessment for hypersensitivity with essure. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, arthralgia, back pain, bacterial vaginosis, cystitis, device breakage, dyspareunia, fatigue, palpitations, pelvic discomfort, pelvic pain, perforation, the first episode of menometrorrhagia and the second episode of menometrorrhagia to be related to essure. The reporter commented: patient subsequently sought treatment for her symptoms but was unable to resolve her symptoms. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2021: mr received. Reporter information, patient medical history, event: device breakage added. Action taken with drug updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("organ perforation") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain / increasingly severe pain / persistent pain"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("back pain"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), dyspareunia ("pain during intercourse"), abnormal weight gain ("excessive weight gain"), abdominal distension ("abdominal bloating"), fatigue ("chronic fatigue"), infection ("frequent infections") and hypersensitivity ("allergic reactions"). The patient was treated with surgery. At the time of the report, the perforation and hypersensitivity outcome was unknown and the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, alopecia, dyspareunia, abnormal weight gain, abdominal distension, fatigue and infection had not resolved. The reporter provided no causality assessment for hypersensitivity and perforation with essure. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, dyspareunia, fatigue, infection, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: patient subsequently sought treatment for her symptoms but was unable to resolve her symptoms. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed. Most recent follow-up information incorporated above includes: on 4-oct-2017: event "organ perforation, allergic reactions", reporter was added. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.